Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged outer jacket on the modular cable was confirmed via evaluation of the returned cable. Upon arrival, the modular cable (lot number unknown) was noted to have about a third of the outer jacket covered in rescue tape. The tape was removed, revealing that the outer jacket was damaged in several places, including exposing the inner armor layer with evidence of fluid ingress. The modular cable was connected to a mock circulatory loop and test controller and was able to support the system without issue or alarm, even when the cable was manipulated by hand. The modular cable did not pass insulation testing, and the black underlying wire was found to be an open loop, indicating internal damage. The other underlying wires were observed to have resistances within the acceptable range. The outer layers were removed, and damage was noted in several places on the underlying wires, including a breach on the insulation of the black (ground a) and brown (power a) wires near the controller side bend relief. Provided information indicated that there were no alarms associated with the damage to the modular cable, and that no log files were available for review. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were not able to be reviewed because the lot number of the modular cable is unknown. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use (rev. C) section 2: ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2: ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was defective insulation of the modular cable. No alarms reported and system worked as expected. Modular cable would be exchanged.